Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: coronary artery bypass grafting post cause was performed and multiple transfusions was required. Device issue: none. It was reported that the stent was placed successfully in the left main, but did not completely seal off the perforation, because it was not placed over the entire perforation due to risk of closing off the circumflex. Emergency coronary artery bypass grafting post case was performed and multiple transfusions were required. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Based on the review of the device history records, it can be assumed that the device was in working order and left abbott vascular instruments as per specifications. No device malfunction is reported. The stent graft was deliberately not placed over the entire perforation; therefore, the perforation could not be completely sealed.